Event description:
Physical therapist was in patient's home when patient sneezed and the power wheelchair shot forward with patient's arm fully extended. Patient rammed into a tv set and broke the glass door on the bottom of the tv stand. The physical therapist noted the close proximity of the joy stick and the speed button and how easy it was to increase the speed.